Event description:
Per the surgeon, one of his pediatric pts was admitted into the hospital for viral meningitis. The child reportedly recovered and was released. No other info was reported. The surgeon has not yet responded to voicemails or emails requesting info. A follow-up medwatch form will be filed as soon as add'l info is made available. As the pt is a child, it is likely that the nucleus implant was a 24 channel device. This will be confirmed or corrected when add'l info is received.

Manufacturer narrative:
.